Event description:
A caller reported that the cartridge leaked insulin, experiencing this issue four times over the past week, with leaks occurring at the cartridge septum. The customer's blood glucose level ranged between 54-500 mg/dl, but no adverse effects were reported. The customer was able to load a new cartridge to address the issue.